Manufacturer narrative:
The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that during the surgery, loss of capture was noted on the left ventricle (lv) lead. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient was discharged following the procedure.